Event description:
On (B)(6) 2023 envizion was made aware that a lung placement occurred on 11jul2023 and caused the patient to desat with spo2 diving down as low as 58%.

Event description:
On (B)(6) 2023 envizion was made aware that a lung placement occurred on (B)(6) 2023 and caused the patient to desat with spo2 diving down as low as 58%.